Manufacturer narrative:
(B)(4).

Event description:
The patient reported she had a return of symptoms starting in (B)(6) 2015, as well as intermittent buzzing sensation near the implant site and she didn¿t think her device was working. She wasn¿t quite sure of the time she first noticed the buzzing sensation as she kept her cell phone in her back pocket and she initially thought it was the cell phone. The patient had a CT myelogram of her lumbar spine on (B)(6) 2015, that could be related to the return of symptoms. There were no falls or trauma related to the return of symptoms or intermittent buzzing. The patient did not have any changes in activity level or dietary/fluid intake that could be related to the return of symptoms. As of (B)(6) 2016, the patient was not feeling stimulation when therapy was on. The patient had contacted her healthcare provider (hcp) office and they told her to switch programs which she did. She turned off stimulation during troubleshooting on (B)(6) and she wasn¿t feeling the buzzing anymore, however she was going to keep it off for another hour. Indication for use was reported as urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. Follow up is being conducted to determine the circumstance that led to the patient¿s return of symptoms and buzzing, the steps taken to resolve the issue, and the outcome. If additional information is received, a follow-up report will be sent.